Event description:
It was reported that the patient's atrial and ventricular leads were found to be "dysfunctional in sensing and pacing". The leads were abandoned and new leads were implanated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was outer insulation cosmetic depression and blood noted on all conductors (not obstructed); partial lead in segments returned and analyzed. (B)(4): no anomalies found, however there was outer insulation cosmetic depression, outer insulation pulled apart (overstress), apparent explant damaged noted, and blood noted on all conductors (not obstructed); full lead in segments returned and analyzed.